Manufacturer narrative:
Concomitant medical product: information references the main component of the system. Other relevant device(s) are: product ID: evolut r-34-us, serial/lot #: (B)(4), ubd: (B)(6) 2020, UDI#: (B)(4). The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was successfully implanted. A few seconds after deployment, the valve dislodged into the ascending aorta. It was suspected that the nose cone of the delivery catheter system (dcs) may have interacted with the valve while removing the dcs, however the physician denies that the dcs interacted with the valve. A second transcatheter bioprosthetic valve was implanted. No additional adverse patient effects were reported.